Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports having an issue with her insulin pump and needed to have it replaced. Customer at the time of the call was in the hospital getting insulin. Customer's blood glucose level was not available. No further information was provided.